Manufacturer narrative:
Suspected devices could not be identified. Suspected devices include: product ID: lot#: quantity: 54840007545, unk, (B)(4); 54840006545, unk, (B)(4); 54840007550, unk, (B)(4). The product is not returned to manufacturer for evaluation,therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spondy/stenosis procedure: posterior lumbar fusion (plf) levels implanted : l4-s1 it was reported that on an unknown date, post-op, screws broke inside the patient. Revision surgery was performed to remove the screws and re-implant those levels as well as do two tlif's.

Manufacturer narrative:
Product analysis visual examination of the mas bone screw confirmed bone screw complete fracture at ~6 threads from the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface reveals damage and fracture surface smearing. Microscopic examination of the undamaged portions of the fracture surface identified ratchet marks near the area of crack propagation and convex progressive striations, which are indicative of fatigue. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.